Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had chronic high right ventricular lead threshold noted on the device. Interrogation of the implantable cardioverter defibrillator also noted high impedance and decreased sensitivity. The lead tested normally through the pacing system analyzer. The physician elected to replace the device as it was at eri. The patient was stable post-procedure.